Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results, with two different roche meters within 10 minutes: 194 mg/dl, on mobile (system 1) and 97 mg/dl on aviva system (system 2). No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.